Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited low out of range pacing impedance measurements less than 200 ohms and continued noise. The noise was able to be recreated with arm movements. A lead insulation issue was suspected. The physician planned to continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.